Manufacturer narrative:
(B)(4). Any additional information from the customer will be included on the follow up report. Technical support suspecting a power board issue they send risk evaluation to the customer. Request an approval for replacement of the board under warranty. Technical team asked customer a picture of a power board to check if it is the power board and not the power supply issue. Customer send feedback that the power board is faulty with no patient involvement.

Event description:
Customer complaining that the device not getting charge on the main power supply and they used the back up battery the unit off by itself and not getting on. Technical support suspecting power board issue, replacement board under warranty . Customer swap the power board and the issue was resolved. Confirmed that the power board is faulty no patient involvement.